Event description:
Caller alleging imprecision issue. Date: (B)(6) 2013, inratio: 7.5, repeat: 3.7. Time between testing five minutes. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.